Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63mm diameter abdominal aortic aneurysm. Heli-fx endoanchors were also implanted successfully during the procedure. It was reported the patient presented on an unknown date with urological issues and ischemic left leg. The left iliac limb was found to be thrombosed. A thrombectomy was performed on the left limb. An endurant limb was implanted in the left external iliac with an additional endurant limb placed inside the existing left limb. The limbs and overlapping stents were ballooned and good luminal flow restored to the lower extremities. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was confirmed that the intervention was performed approximately three month post the index procedure. As per the physician, the cause of the event was related to the placement of a snorkel into the internal iliac limb to maintain patency, after issues with the delivery system at the implant procedure led to the limb being placed more distally than planned. It was confirmed that the patient was discharged with good flow to the leg. If information is provided in the future, a supplemental report will be issued.